Event description:
It was reported that loss of capture, low sensing, and low pacing impedance was observed on right atrial (ra) lead. Diagnostic imaging was performed and no anomalies were revealed. The ra lead was explanted and replaced to resolve the event. During the explant procedure, lead insulation damage was observed. The patient was in stable condition.

Manufacturer narrative:
The reported events of insulation damage, failure to capture, sensing issue, and low pacing impedance were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. A visual examination of the lead revealed an overtightened suture compressing the outer coil and damaging the outer and inner insulation at the middle region consistent with procedural damage. Electrical testing revealed no conductor fracture however an internal short was noted between conductor paths due to damaged inner insulation. The cause of the reported events was due to damaged inner insulation caused by the overtightened suture.